Manufacturer narrative:
Concomitant medical devices: product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2015, product type: lead. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6)2012, explanted: (B)(6) 2015,product type: lead. (B)(4).

Event description:
A manufacturer's representative reported that a consumer underwent a lead revision. The consumer experienced a fall in june and it appeared as though her lead was "jerked" completely out of her epidural space. The consumer noticed a loss of therapy after the fall and an x-ray revealed the migration. As a result, a new lead was implanted, tested, tunneled and attached to her existing battery and the old lead was removed. The issue was noted to be resolved at the time of the report. The consumer's new lead was programmed and tested post operatively and the consumer was receiving good coverage in her back and right leg. The indication for use was chronic low back pain and spinal pain. Should additional information be received, a follow up report will be sent out.